Event description:
The pt received his scs system on (B)(6) 2009. It was reported the pt turned off his stimulation six to nine months ago. The pt reported he could not remember the last time he charged his ipg. The ipg was not communicating with a charger or a programmer. The physician was working with pt for the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.